Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer became aware of an allegation of ds2 adv auto CPAP that the patient states that he has an issue with the CPAP device ds2; he has bacterial infection, sore throat, cough fatigue and sore throat from the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Upon review of this complaint, there was no serious injury alleged. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.